Event description:
A mustang coronary guidewire was placed into a right coronary artery. The distal right coronary artery was occluded and the distal tip of the guidewire became entrapped within the occlusion. The distal end of the wire stretched causing the tip of the guidewire to detach from the shaft. The distal tip of the guidewire remains within the pt's coronary artery. There was no acute pt injury reported and there is no further clinical sequelae reported relative to the event.